Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: ouattrode, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 4950636.

Event description:
It was reported that the patient's leads were replaced due to one lead had been cut by a prior surgery (manufacturer reference number: 1627487-2021-17979 and 1627487-2021-17980) and one migrated. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established. Note: it is unknown which lead was cut or migrated.